Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigation findings: on (B)(6) 2020 a male patient underwent tevar to treat a descending aortic aneurysm. A zta-d-32-160-w1 (complaint device) were to be placed, so the distal end of the device was just above the celiac artery. According to the physician the patient anatomy was slightly tortuous at the level of diaphragm but was within the instructions for use. The procedure went as planned, until the physician noticed that the bare stent was not fully released, after the sheath was pulled together with the black telescoping gripper, and confirmed locked into position, as per the IFU. Therefore, the physician followed the trouble shooting guide in the instructions for use and the distal bare stent was released. According to the physicians comment, he felt resistance when sliding the sheath together with the black gripper. The sales representative has commented, that it is possible that the physician may not have rotated the blue handle completely, before sliding the sheath together with the black gripper. The procedure was completed and there have been no adverse effects to the patient reported. Review of the device history record gave no indication of the device being produced outside of specifications. The product was not returned and no images were provided for the investigation. Based on the available information it has not been possible to establish an exact cause for the deployment difficulties. Internal action has previously been initiated to investigate and prevent this failure from occurring and is still in progress. No evidence to suggest that the product was not manufactured according to specifications. Cook will reopen the investigation if further information or images is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the user followed the IFU and the deployment of the zta-d-32-160-w1/lot e3963029 went without problems until he tried to release the distal bare stent. He slide the sheath together with the black gripper as written in the IFU and confirmed it locked into position. However, he noticed that the bare stent was not fully released from the cap. Therefore he followed the trouble shooting guide in the IFU and the distal bare stent was released. The procedure was completed and there have been no adverse effects to the patient reported. Patient outcome: no harm to the patient.